Event description:
It was reported that there were white particles floating in the small volume intermate. The particulate matter was identified after the device was compounded with ceftazidime, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 9, 2015 ¿ january 12, 2015. The evaluation of the returned device is complete. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.